Event description:
The customer reported that while the unit was in use on a pt during transport, the unit shut down while the pt went into cardiac arrest. Upon reaching the ICU, the unit was connected to an ac power source. The unit generated an "electrical system failure, no pt status available" message and shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.